Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port. Reportedly, the charging port appeared to be damaged. In addition, it was reported that the pump touch screen was "not as accurate." There was no reported impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support and declined to provide further information.